Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
After the physician inserted the quattro catheter (lot #unknown) into the patient, the customer reported that the guidewire (lot #unknown) was stuck, inability to retract. No additional information was provided. Patient's status information was requested but the customer did not provide a response.